Event description:
A vague report was received that the infusion pump over-delivered reportedly while in clinical use. The infusion pump was received at the sevrice faciltity with a note that stated "defective, rate doubles". No addtion info was able to be received. No pt injury was reported.